Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issue of the heartmate (hm) 3 left ventricular assist device (lvad), serial number (B)(6) turning without resistance was unable to be confirmed through this evaluation as the pump remained implanted, and no photos of the reported issue were submitted for review. The patient remains ongoing on vad support with no further events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly (production order (B)(4)). The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock (B)(4) times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, under ¿surgical procedures", provides instructions on proper engagement and locking of the apical cuff using the slide lock mechanism. This section also provides steps on adjusting the orientation of the pump if the pump requires adjustment following the initial connection. Additionally, this section states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during implantation, when the heart was stopped on cardioplegia, the surgeon inserted the pump into the apical cuff and the pump was able to turn without resistance. The apical cuff was disconnected from the pump and then reinserted again, but it was still able to turn. The pump was then exchanged and the slide lock on the pump was difficult to disconnect from the apical cuff. A new pump was inserted and in the apical cuff and this pump was also able to turn without resistance. It was decided to leave the pump inserted to see if it would work when the heart was full and beating with bleeding. The pump was started and there were no bleeding issues with air. The pump worked okay, and the patient was unaffected. The patient was extubated and doing okay.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.